Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
The biomed reported being unable to shut unit off the unit, calibrate the touchscreen, or achieve touchscreen functionality. The customer contacted product support and requested for service assistance. Product support provided the customer part ID for the touchscreen. The customer reported that the unit was not in use on a patient. The customer replaced the touchscreen to address the reported issue.